Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that there was no end of life indicator detected at regular follow-ups and the device exhibited end of life character- istics.